Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a spinal cord stimulator it was reported that the patient came in on 201--12-11 and thought they were getting relieve with his stimulator but likely had not been as it was found to be off. It was thought that had become tolerant to stimulation. No symptoms were reported. It was noted that the event was related to the device or therapy, not related to the implant procedure no further complications were reported/anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a spinal cord stimulator it was reported that the patient came in on (B)(6) 2019 and thought they were getting relieve with his stimulator but likely had not been as it was found to be off. It was thought that had become tolerant to stimulation. No symptoms were reported. It was noted that the event was related to the device or therapy, not related to the implant procedure no further complications were reported/anticipated (B)(6) 2020 clinical update (hcp, sdy, rep):additional information was received from a healthcare professional (hcp), it was reported that the patient was unable to recharge neurostimulator. It was further stated that the patient had cognitive difficulties with recharging. It was also stated that the cause of the ins being off was unknown ad that reprogramming was done on (B)(6) 2020. No further complications were reported/anticipated.